Event description:
It was reported from (B)(6) that a patient felt a "pang" in her stomach and the tran jejunal feeding device went loose. The tran jejunal feeding device was changed in the operating room. Additional information received on (B)(6) 2015 stated that the device was replaced on (B)(6) 2015 during a gastrostomy operation. No additional information was provided in regards to the patient's status and the outcome of the procedure.

Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. A review of the device history record is in-progress. Upon completion of the sample evaluation and investigation; a follow-up report will be filed. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).